Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for pancreatic pseudocyst drainage during an axios stent placement procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the axios stent was fully deployed; however, during removal of the scope, the first flange moved out of the site and fully deployed in the stomach. The axios stent was removed using a retrieval forceps and a different size axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."